Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 17may2022. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during spaceoar vue placement procedure performed in (B)(6) 2022. The procedure was performed under local anesthesia. On (B)(6) 2022, the patient was diagnosed with scrotal soreness, discomfort, pain, and a "sunburn" effect during stereotactic body radiotherapy (sbrt) approximately three weeks after spaceoar placement. Per the physician's assessment, scrotal cellulitis was likely an infection introduced at the time of spaceoar placement. The patient was admitted to the hospital for 6 days to receive intravenous (IV) antibiotics for scrotal cellulitis and was doing better but still had significant symptoms. The patient did not have any other procedures or interventions, and the patient received external beam radiation therapy (ebrt)/stereotactic body radiation therapy (sbrt) with 40gy x 5fr. The patient is unable to work and will go on disability.